Event description:
It was reported that the user experienced occlusion alerts while using an inset infusion set in the abdomen with an ilet system paired to a dexcom g7 continuous glucose monitor (cgm), and subsequently reported high glucose with a highest cgm value of 225 mg/dl. The user had been changing only the needle site and tubing without changing the cartridge, and the alerts and high glucose resolved after the cartridge was replaced, consistent with an obstruction of insulin flow associated with the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included an no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow in the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.